Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the scorpion needle got stuck in the upper jaw. However, without return of the device for physical evaluation, the cause remains undetermined. No change in harm was identified.

Event description:
It was reported that during a rotator cuff surgery the scorpion needle got stuck in the upper jaw of the punch (forceps). The punch (forceps) was stuck in the rotator cuff grip position and could not get out of the joint with the instrument. The surgeon then broke the needle on purpose to be able to reopen the punch (forceps). The broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.